Event description:
It was reported that when using the bd pyxis¿ medstation¿ es one patient experienced difficulty when attempted to pull medications. The customer indicated that the patient was admitted, but the medication order changed mid-workflow. It was also noted that the patient currently had two visit ids on the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were found to have two visit identifiers. A technical support specialist (tss) identified that the patient had two different primary identifiers, which caused a placeholder or unknown status because the order was received before the visit was admitted. The tss determined that the system could not identify which identifier to merge and advised discharging the incorrect identifier and readmitting with the correct identifier to resolve the issue. The system functioned as intended after the technical support specialist inspected the issue.